Manufacturer narrative:
Approximate age of device ¿ 7 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient expired on (B)(6) 2016 due to sepsis related to long standing driveline infection. Additional information was requested, but was not provided.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.